Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that medications could not be issued from the drawer. A technical support specialist confirmed that no problem was detected when issuing the item and advised the customer to pay attention to the error messages displayed on the screen (e.g., 'no item selected', 'quantity to issue cannot be 0', etc.). The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, it had a drawer does not open to issue. The customer reported that unable to issue medication to the patient. There were no adverse events or injuries reported based on this event.